Manufacturer narrative:
The ventilator was investigated on site and an oxygen gas module was replaced and returned for investigation. The oxygen gas module regulates the inspiratory oxygen gas flow to the patient. The reported failure with alarm for low oxygen concentration and low expiratory minute volume and unusual sound was not reproduced during our tests of the returned oxygen gas module in a reference ventilator. No alarms were generated during ventilation. Pre-use check passed successfully. During tests in our production test system, the oxygen gas module failed due to oscillations, and this was caused by a faulty nozzle unit. If an oscillation happens during ventilation, the patient may receive an oxygen concentration that differs from the set value. Flow and pressure may also differ from the set values. The received device logs confirm the reported event and the fault could be dated to (B)(6) according to log files. Therefore the ¿date of event¿ will be (B)(6) 2017.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that while connected to a patient, the ventilator alarmed for low o2 concentration and low expiratory minute volume. There was also an unusual sound from the ventilator. There was no patient harm. (B)(4).